Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
The sales rep reported during an arthroscopic meniscus repair, the insertion needle of an omnispan fastener fell off of the applier and into the pt's joint space. The device was easily retrieved from the body, and the procedure was concluded successfully using another device without further issue or harm to the pt.